Event description:
It was reported that the burr was stuck with the rotawire. The 95% stenosed target lesion was located in the not tortuous and severely calcified left anterior descending artery. A 330cm rotawire guidewire and a 1.25mm rotalink burr were selected for use. During the procedure, it was noted that the .25mm rotalink burr was stuck in the rotawire guidewire. The devices were completely removed from the patient's body and the procedure was completed with the original burr and another of the same rotawire. No complications were reported and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned with its original pouch batch, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The returned device matches with upn provided by the customer. Visual inspection was performed. The returned guidewire had the spring tip bent/kink and stretched. The guidewire is kinked at 0.5" and 75" from the proximal end. Dimensional inspection was performed and was found within specification. Functional testing was performed using a test rotapro and burr advancing device. The purpose is to test device performance in an environment similar to the field. The proximal tip of the guidewire was grab and thread into the hole in the tip of the burr. Then was trying to feed into the catheter. The guidewire was not able to be fully advanced thru the tip of the burr due to kinks at the proximal end.

Event description:
It was reported that the burr was stuck with the rotawire. The 95% stenosed target lesion was located in the not tortuous and severely calcified left anterior descending artery. A 330cm rotawire guidewire and a 1.25mm rotalink burr were selected for use. During the procedure, it was noted that the .25mm rotalink burr was stuck in the rotawire guidewire. The devices were completely removed from the patient's body and the procedure was completed with the original burr and another of the same rotawire. No complications were reported and the patient was stable post procedure.